Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 496 to 581mg/dl. Troubleshooting found that there were no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer declined to check their settings and basal rates are correct. The customer indicated that he would call back if he goes to the hospital. No further assistance required.